Manufacturer narrative:
Date sent to FDA: 09/30/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: a1, a2.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent epigastric hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery of the mesh on (B)(6) 2013. It was reported that the patient underwent removal surgery of the mesh on (B)(6) 2014. It was reported that the patient experienced severe and chronic pain, inflammation, mesh tearing from the facia, bowel issues and bowel obstruction. It was previously reported that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. Other procedure is captured in a separate file. No additional information is provided.